Manufacturer narrative:
A ge service rep performed an on site investigation. The user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 7900 system would intermittently not x-ray and had a collimator error. No pt injury was reported.